Manufacturer narrative:
The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the forcefxc unit was in use during an incident in which the doctor received a burned. The specifics of the injury were not provided. There was no patient injury. The site biomedical engineer tested the unit and functioned normally with no identified failure. Additional information has been requested but, to date, has not been received.

Manufacturer narrative:
One forcefxc generator was received, and an evaluation could not confirm a device defect that would have caused or contributed to the reported issue. The investigation could not identify a cause or speculate on a probable root cause for the reported issue. \if information is provided in the future, a supplemental report will be issued.